Event description:
The MFR's rep reported upon interrogation the pump status displayed an error message: "stopped pump period exceeds tube set." The pt and health care provided deny hearing any audible pump alarms, and the pt is asymptomatic in comparision to stopped pump alarm status. The pt confirmed having an MRI in 2007; however, the pump status was not verified following exposure to the MRI. Device troubleshooting is being considered, and a follow up report will be sent if new info is received.